Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the patient experienced a gastrointestinal bleed and notable ischemia to the distal limb. Decision was made the transition to an axillary implant; however, due to the small size of the patient's axillary artery, a plan was made to escalate the patient from the impella cp to the impella 5.5 device. It was reported that ten (10) minutes post impella placement, the patient went into cardiac arrest. The device was explanted, care was withdrawn, and the procedural outcome was the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of vf/vt/af/at, limb ischemia, vascular damage - peripheral vessel, and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-17006 in accordance with updated procedures. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17006.